Manufacturer narrative:
Code c 20: a review of the manufacturing records for the device could not be conducted because the device lot/serial number remains unknown. The device remains implanted and is not available for analysis. Additional information was requested and will be provided. Code e2401- was used to cover that the patient experienced an acute blood loss anemia. The cause of blood loss is unknown. Further information was requested. Code a26- the cause of blood loss and the device involvement is unknown. Additional information was requested and will be provided. A gore® dryseal flex introducer sheath (unknown) used at the procedure was reported separately. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent endovascular treatment at the thoracoabdominal aorta using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. A gore® dryseal flex introducer sheath (unknown) was used for access. Reportedly, during the procedure, the patient experienced an acute blood loss anemia. The estimated blood loss was 1800 ml and the transfusion was required. The amount of blood volume replaced was 1050 ml. The patient received: 1. Rba l e0336 product number: w181125409480; 2. Fp24 t e2701 product number: w181125390945; 3. Fp24 t e7750 product number: w181125864154. On (B)(6) 2025, the patient underwent resuscitation post operatively by surgical ICU team. It was reported that the patient survived the endovascular procedure done on (B)(6) 2025 and discharged home on (B)(6) 2025.

Manufacturer narrative:
B5: event description was updated. Code c 20: a review of the manufacturing records for the device could not be conducted because the device lot/serial number remains unknown. The device was discarded at the facility and is not available for analysis. The device information was requested; however, it was not available. A gore® dryseal flex introducer sheath (unknown) used at the procedure was reported separately. Code e2402- was used to cover that the patient experienced an acute blood loss anemia due to the length of the procedure and multiple sheath exchanges. According to the physician, the cause of the acute blood loss anemia was the length of the procedure and multiple sheath exchanges. It was reported that there was no vessel trauma or damaged noticed. Reportedly, the device was not attributed to the adverse event.

Event description:
On (B)(6) 2025, the patient underwent endovascular treatment at the thoracoabdominal aorta aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. Reportedly, during the procedure, the patient experienced an acute blood loss anemia. According to the physician, the cause of the acute blood loss anemia was the length of the procedure and multiple sheath exchanges. It was reported that there was no vessel trauma or damaged noticed. Reportedly, the device was not attributed to the adverse event. The complication of the post aneurysm repair led to the need for transfusion postoperatively. The estimated blood loss was 1800 ml and the transfusion was required. The amount of blood volume replaced was 1050 ml. The patient received: 1. Rba l e0336 product number: w181125409480; 2. Fp24 t e2701 product number: w181125390945; 3. Fp24 t e7750 product number: w181125864154. On (B)(6) 2025, the patient underwent resuscitation post operatively by surgical ICU team. The patient received fluid resuscitation and blood products as required in order to maintain optimal spinal cord perfusion. It was reported that the patient tolerated the procedure done on (B)(6) 2025 and discharged home on (B)(6) 2025.

Manufacturer narrative:
This report was sent as a retraction. Due to the information provided that according to the physician, the cause of the acute blood loss anemia was the length of the procedure and multiple sheath exchanges. It was reported that there was no vessel trauma or damage noticed. Reportedly, the device was not attributed to the adverse event¿- it was a sheath related bleeding, and not related to the implanted gore device. This device is not reportable as a serious injury. If the blood loss is not attributable to the implanted gore device, then there is no allegation other against the device, and the (B)(4) does not meet the definition of a complaint and will be closed out as a non-complaint. No investigation is required. A gore® dryseal flex introducer sheath used at the procedure was reported separately and covered under the report# 3007284313-2025-04381.

Event description:
This report was sent as a retraction.